Manufacturer narrative:
Corrected data: a2: age at time of event, date of birth: 01-jan-2000. B5: a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of event was reported as unknown. D4: primary unique device identifier (UDI) #: (B)(4) "UDI related data quality updates only" h4: device manufacture date: 22-mar-2023. Claim # (B)(4).

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6 - work order search: no similar complaint was reported for units within the same lot. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for another lens. The problem was resolved. Cause of event was reported as unknown. Additional information has been requested but none has been forthcoming.